Event description:
It was reported that the merlin@home transmitter exhibited failure to start and the green contact points inside the power adapter were burnt. The transmitter was replaced.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025. Corrected data: b1 should not include adverse event and h1 should be malfunction instead of serious injury because the patient did not experience any adverse events.